Event description:
Tap. It was reported that 195 days after implantation of a 3.0x16mm taxus express2 drug eluting stent, in-stent restenosis occurred. During the initial procedure, the target lesion was located in the "distal segment" of the saphenous vein graft (svg) to the left anterior descending artery (lad). A pre-intervention stenosis of 90% was reported. It was not reported that the lesion was pre-dilated. A 3.0x16mm taxus stent was deployed in the region of the lesion. A post-intervention residual stenosis of 0% was reported. The procedure was noted to be "successful." Complications were reported as "none." The patient presented 195 days after the initial procedure with a 95% in-stent restenosis in the svg to lad. It was not reported that the lesion was pre-dilated. A 4.0x18mm non-boston scientific bare metal stent was then deployed in the region of the lesion. A post-intervention residual stenosis of 0% with timi grade iii flow was reported. The procedure was noted to be "successful." Complications were reported as "none."

Manufacturer narrative:
The complainant indicated that the stent remains implanted and the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 8383715 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.